Event description:
While inserting a trocar, the trocar cracked and broke off in fascia. The broken pieces were removed and extended surgery time by about 20 minutes. The pt was having outpatient procedure. No injury to the pt, who went home later that day.